Event description:
The reporter did meter to health care provider meter comparison tests, within 5 minutes, using the same fingerstick. The reading on the meter was 172 mg/dl, and the doctor's (surestep) read 140 mg/dl. Reporter did not have any symptoms. The reporter stated that the strips used were out of different vials. Doctor then used one of the reporter's strips and put the same strip into dr's surestep and got a higher result. Reporter did not have control solution to test strips. Reporter does not check confirmation dot for enough blood or compare it to color chart. No harm was alleged.